Event description:
It was reported that during the patients recent procedure (MFR. Report no. 3006630150-2022-03252), one of the tails of the paddle lead got stuck inside the new ipg. When the physician removed the tail, a contact got lodged inside the new ipg. The physician opted to leave the lead in the patient and it was then replaced at a later date. The patient was doing well postoperatively.